Manufacturer narrative:
A field service engineer went onsite and gathered the central station logs and the configuration report of the monitor, which were forwarded to product support engineering (pse) for further evaluation. During the evaluation of the logs, pse found that the ECG alarms were switched off at 21:25 on (B)(6) 2020 and remained off. No alarms are announced if they are deactivated. The customer was informed that no asystole alarm occurred during the reported time frame as the ECG alarms were turned off. The investigation showed that the device worked as intended and there was no malfunction of the device. Based on the evaluation results obtained, there was no malfunction and the device worked as intended. This issue was caused by user misunderstanding. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that on (B)(6) 2020 there was no asystole alarm on the mx800. The patient died.